Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a vena cava filter, resistance was encountered as the two longer filter legs became stuck within the delivery sheath as the filter was being advanced. Additional force was applied to complete the deployment; however, the two longer legs appeared to be crossed at the distal ends. There was no reported patient injury.